Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient was hospitalized due to high blood glucose level of 700 mg/dl on (B)(6) 2024. The patient was also tested positive for ketones. Vomiting and chest pain were symptoms reported during hospitalization. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: poland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.